Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. Additionally, the customer reported that the pump battery depleted from 50% to 20% in one day. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement was received. The customer also stated manual injection supplies were available.